Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a continuflo solution set collapsed onto itself during infusion, leading to solution not flowing through the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.